Event description:
It was reported by service report that the nurse call is not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: nurse call board unplugged.